Manufacturer narrative:
(B)(4). Medical product: compr 130mm seg 5x35 stem, cat# cp562118 lot# 309240. Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04107, 0001825034-2017-04108. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised from a custom stemmed proximal humeral body approximately three and a half years post-implantation due to loosening and bone fracture. All available information has been received.

Manufacturer narrative:
Upon reassessment it was identified that the product is not relevant to the reported event. The report was sent inadvertently and should be voided.